Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: lymphoma-alcl-suspected, "capsular contracture, baker grade iii, and exchange from textured to smooth breast implants due to the patient¿s concern with the product.".

Event description:
Healthcare professional reported "capsular contracture, baker grade iii-IV, and exchange from textured to smooth breast implants due to the patient¿s concern with the product.". Healthcare professional reported "punctured to drain saline", "grade 3-4 capsular contracture" and "while submitted immunohistochemical stains for epithelial markers are negative, stains performed with appropriate controls show the atypical cells to be positive for cd30 in a classic membranous and golgi pattern for staining, while being negative for cd3, cd20, cd68 and cn163. This combination of morphology and positivity for cd30 is diagnostic of breast implant associated anaplastic large cell lymphoma. The aberrant absence of cd3 positivity is known to occur in such cases". Histopathological markers are partially reported (cd30+), and alcl cannot be confirmed. This record is for the right side. A capsulectomy was performed during explant / replacement surgery.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ lymphoma: unable to observe. ¿ anxiety-product/procedure: unable to observe. ¿ capsular contracture: unable to observe. As per the investigation procedure creases, observed an opening assessed as fold flaw opening and observed a delamination total of the plug strap disk shell (adhesive failure) were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii-IV, and exchange from textured to smooth breast implants due to the patient¿s concern with the product.". Healthcare professional reported "punctured to drain saline", "grade 3-4 capsular contracture" and "while submitted immunohistochemical stains for epithelial markers are negative, stains performed with appropriate controls show the atypical cells to be positive for cd30 in a classic membranous and golgi pattern for staining, while being negative for cd3, cd20, cd68 and cn163. This combination of morphology and positivity for cd30 is diagnostic of breast implant associated anaplastic large cell lymphoma. The aberrant absence of cd3 positivity is known to occur in such cases". Histopathological markers are partially reported (cd30+), and alcl cannot be confirmed. This record is for the right side. A capsulectomy was performed during explant / replacement surgery.

Manufacturer narrative:
Further information: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2-509872 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. However the reported events are classified as medical, therefore they are unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl-suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii-IV, and exchange from textured to smooth breast implants due to the patient¿s concern with the product.". Healthcare professional reported "punctured to drain saline", "grade 3-4 capsular contracture" and "while submitted immunohistochemical stains for epithelial markers are negative, stains performed with appropriate controls show the atypical cells to be positive for cd30 in a classic membranous and golgi pattern for staining, while being negative for cd3, cd20, cd68 and cn163. This combination of morphology and positivity for cd30 is diagnostic of breast implant associated anaplastic large cell lymphoma. The aberrant absence of cd3 positivity is known to occur in such cases". Histopathological markers are partially reported (cd30+), and alcl cannot be confirmed. This record is for the right side. A capsulectomy was performed during explant / replacement surgery.